Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. A surgical procedure was performed to remove and replace the device. Upon explant, a loss of fluid was identified, believed to be due to a hole in the reservoir. All components were removed and replaced. There were no patient complications reported.